Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form and medical records were received, which identified dob information. Part/lot information was also identified. Medical records indicate patient was revised to address elevated metal ion levels. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Event description:
Litigation alleges pain, discomfort and physical injuries.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.